Event description:
The manufacturer received information alleging an initial power on issue. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. The device's ac inlet connector was missing and needs replaced. No repair was performed. The device was scrapped.